Manufacturer narrative:
Device evaluation completed on november 03, 2021: visual analysis of the returned sample revealed that the sm mpp gel 375cc breast implant was ruptured. In addition, a crease/fold was identified at the edges of the rupture. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent a breast augmentation primary with mentor memorygel, 375cc silicone breast implant experienced bilateral rupture postoperatively. The mammogram confirmed the rupture. As a result, patient underwent bilateral replacements as follow: l/cat#: 3502501bc, sn#: (B)(4), r/ cat#: 3502501bc, sn#: (B)(4) on (B)(6) 2021. This report relates to the left prosthesis.